Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while using stomach transection, the reload could not be opened and closed easily prior to firing. There was also poor staple formation reported at the beginning of the reload and staple line incomplete at the proximal. Another cartridge was used to complete the case. There was no patient injury.